Event description:
Drill bits broke while surgeon attempted to drill holes for the placement of plates and screws. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.